Event description:
A cracked or shattered touchscreen was reported, rendering the touchscreen unresponsive and illegible, affecting the customer's ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, ensuring that insulin delivery would not be interrupted with a replacement pump. The customer was informed of the replacement and provided with instructions for returning the defective pump.